Event description:
It was reported to boston scientific corporation on january 3, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) procedure on (B)(6) 2022. During the procedure, the axios cautery did not deliver enough energy to puncture the target anatomy. Reportedly, blanching of the tissue was noted. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted to treat gastric outlet obstruction. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat gastric outlet obstruction.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.